Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported. Pt fell from his own height in right hip region. During the procedure, the surgeon was re-tightening a screw and the screw head broke off. The shaft of the screw remains in the pt. It was noted surgeon did not retrieve the screw shaft due to pt's bad health condition. This is 2 of 2 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment.